Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a refractive surprise. The lens remains implanted. Cause reported as unknown. No further information is available at this time. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Over/under correction is identified in the labeling as a known potential adverse event following icl implantation. Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. (B)(4).

Manufacturer narrative:
Additional information: b1-adverse event. B2-required intervention to prevent permanent impairment/damage (devices). B5-a facility representative reported that following an implantable collamer lens (icl). Implantation procedure, the patient experienced a refractive change over time. In a separate visit the lens was repositioned and the problem was not resolved. If additional information is received, a supplemental medwatch report will be submitted. Claim# (B)(4).

Manufacturer narrative:
Additional information: b5-a facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a refractive change over time and lens rotation. The lens remains implanted. Cause reported as unknown. No further information is available at this time. If additional information is received, a supplemental medwatch report will be submitted. Claim# (B)(4).